Event description:
Healthcare provider later reported "periprosthetic fluid."

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported "findings suggestive of intracapsular rupture of the right implant." Device remains implanted.